Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe inside the package was unable to cut and aspirate vitreous body and could not work after several attempts during surgery. The surgery was completed on the same day after replacing the new one but delayed for ten minutes without any abnormalities. There was no patient impact.